Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that on (B)(6) 2023, the patient experienced high blood glucose (specific value unknown) due to occlusion. Therefore, they tried to treat it with correction injection via multiple daily injection. Also,the issue was resolved by changing cannula infusion set and cartridge and resumed insulin. No further information available.